Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported, the patient experienced power spikes. The patient then had a change in mental status. The patient was transferred to ICU and required intubation to protect airway. CT scan of head showed no bleed. Patient was taken to ICU where a line was placed with pulsatile and has peripheral pulses. Patient bolused and heparinized, an echo showed minimal mitral regurgitation, ramp study attempted and could not really shrink the left ventricle. Patient then started to have alarms, low flow, and pump off. The surgeon noted low speed and vad auscultation was abnormal. The patient was taken to the operating room and the entire pump from inflow to outflow cannula completely clotted. The patient received a pump exchange.

Manufacturer narrative:
The patient remains ongoing with the newly implanted device and no further issues have been reported. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.